Event description:
An ortho provue analyzer user expressed a concern about the temperature of the incubator block, during tests that require room temperature conditions. The customer indicated that, the provue will allow the customer to pipette for a test that requires room temperature settings, immediately after a test that requires the incubator block to be set at 37 deg c without allowing the temperature to come back down to room temperature.